Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was intended to be implanted within the patient's common bile duct during an endoscopic retrograde cholangiopancreatography on (B)(6) 2010. According to the complainant, the patient presented with a long complicated hilar stricture that was suspected to be malignant. The patient's anatomy was not dilated prior to stent implantation. During the procedure the stent and delivery system were easily passed through the stricture; however it was reported to be "tight." After standard deployment across the stricture, the stent was seen under fluoroscopy to be fully expanded above and below the stricture; however the stent had not fully expanded within the stricture. As the delivery system was being withdrawn through the partially expanded stent at the point of the stricture, the "olive" at the end of the delivery system became stuck. The physician waited a few minutes to allow for stent expansion. No attempts were made to dilate the partially expanded stent. After a few minutes, the delivery system still could not be withdrawn through the stent. It was reported that the physician then "placed the endoscope up against the bottom end of the stent, to prevent movement of the stent down the bile duct." However this dislodged the stent, for it was reported that "the top of the stent, above the stricture, moved down into the stricture before the delivery system was freed sufficiently." The stent appeared to be "squashed from the top end" and this in turn left the biliary ducts unable to properly drain. As a result, the physician explanted the stent. It was reported that the patient became restless, and the procedure was aborted. A repeat endoscopic retrograde cholangiopancreatography with stent placement has been scheduled. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was intended to be implanted within the patient's common bile duct during an endoscopic retrograde cholangiopancreatography on (B)(6) 2010. According to the complainant, the patient presented with a long complicated hilar stricture that was suspected to be malignant. The patient's anatomy was not dilated prior to stent implantation. During the procedure the stent and delivery system were easily passed through the stricture; however, it was reported to be "tight". After standard deployment across the stricture, the stent was seen under fluoroscopy to be fully expanded above and below the stricture; however, the stent had not fully expanded within the stricture. As the delivery system was being withdrawn through the partially expanded stent at the point of the stricture, the "olive" at the end of the delivery system became stuck. The physician waited a few minutes to allow for stent expansion. No attempts were made to dilate the partially expanded stent. After a few minutes, the delivery system still could not be withdrawn through the stent. It was reported that the physician then "placed the endoscope up against the bottom end of the stent, to prevent movement of the stent down the bile duct". However this dislodged the stent, for it was reported that "the top of the stent, above the stricture, moved down into the stricture before the delivery system was freed sufficiently." The stent appeared to be "squashed from the top end" and this in turn left the biliary ducts unable to properly drain. As a result, the physician explanted the stent. It was reported that the patient became restless, and the procedure was aborted. A repeat endoscopic retrograde cholangiopancreatography with stent placement has been scheduled. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.

Manufacturer narrative:
Patient's exact weight was unknown; however, the patient's weight was reported to be "normal" (B)(6). (B)(4) - medical intervention required. (B)(4) - stent expansion issues; difficulty withdrawing; stent damage. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was intended to be implanted within the patient's common bile duct during an endoscopic retrograde cholangiopancreatography on (B)(6) 2010. According to the complainant, the patient presented with a long complicated hilar stricture that was suspected to be malignant. The patient's anatomy was not dilated prior to stent implantation. During the procedure the stent and delivery system were easily passed through the stricture; however it was reported to be "tight." After standard deployment across the stricture, the stent was seen under fluoroscopy to be fully expanded above and below the stricture; however the stent had not fully expanded within the stricture. As the delivery system was being withdrawn through the partially expanded stent at the point of the stricture, the "olive" at the end of the delivery system became stuck. The physician waited a few minutes to allow for stent expansion. No attempts were made to dilate the partially expanded stent. After a few minutes, the delivery system still could not be withdrawn through the stent. It was reported that the physician then "placed the endoscope up against the bottom end of the stent, to prevent movement of the stent down the bile duct." However this dislodged the stent, for it was reported that "the top of the stent, above the stricture, moved down into the stricture before the delivery system was freed sufficiently." The stent appeared to be "squashed from the top end" and this in turn left the biliary ducts unable to properly drain. As a result, the physician explanted the stent. It was reported that the patient became restless, and the procedure was aborted. A repeat endoscopic retrograde cholangiopancreatography with stent placement has been scheduled. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that the outer sheath was fully retracted and the stent had been deployed. The stent was not returned for analysis. No issues were noted with the profile of the tip or the rest of the device. The most probable root cause is operational context. A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. However, the complaint report states that the delivery system was not resheathed prior to the attempted removal as recommended in the dfu (directions for use).